Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient receiving intrathecal hydromorphone 2.600 mg/day (concentration unknown) and bupivacaine 0.1 502 mg/bolus (dose and concentration unknown) via an implanted pump system. In (B)(6) 2011, they could not get the catheter in initially for a trial before the patient was implanted on (B)(6) 2011. The patient had to come back, and their healthcare provider (hcp) put it in permanently. Additional information was requested to determine what drug was used at the time of the trial; what other medications the patient was taking at the time of the event; the patient's pertinent medical history; the serial number of the catheter that was used during the trial; what troubleshooting was performed related to the catheter trial issue; what caused the catheter trial issue; and what actions or interventions were taken to resolve the catheter trial issue.